Event description:
It was reported that during routine follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned cut in two segments. External insulation abrasion was found at 13.4-14.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.